Event description:
It was reported that a small volume folfusor did not infuse. This was observed during patient infusion. It was stated that the device was checked and that it was connected and worn correctly. The device was filled with cytotoxic drug. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). The lot was manufactured between june 10, 2021 - june 11, 2021. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, evidence of continuous flow of fluid was observed coming out at the distal luer. A functional flow rate test was performed and the flow rates were found to be within product specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.